Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed a button error. Customer stated she recalls sweating and it could be the reason for the button error alarm. The blood glucose reading was 76mg/dl. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces no button error alarms noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, and cracked battery tube threads.